Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer is calling a second time regarding low battery. Customer is calling back because replacement battery cap did not resolved the issue. The battery did not last more than one week the customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected battery icon anomalies or low battery alerts noted during testing. The passed pump the displacement, off no power, and self tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a missing end cap sticker.